Event description:
Received numerous blistering burns and skin tore off when patch was removed from use of icy hot heat therapy small area patches. Dose or amount: 1 patch, frequency: 8 hours, route: transdermal. Date of use: 8 hours in 2008. Diagnosis or reason for use: shoulder and neck pain/muscle strain. Event abated after use stopped or dose reduced: yes.